Event description:
This rv lead was implanted on and was capped on (B)(6) 2017 due to product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in mount holly, nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).